Event description:
Rep reported that the cause of high impedances undetermined. No action will be taken at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they saw patient today for standard reprogramming but upon checking impedances, contact 2 was high. Caller stated that 0-2 was 33k ohms, 1-2 was 32k ohms and the rest of the pairs with contact 2 was over 40k ohms. Caller stated that the other impedances were around 2k-3k ohms. Caller stated patient was programmed at 700 pw, 85 rate with amplitude around 7-8 ma and was getting "cannot increase stim" message. Caller stated they were able to reprogram patient with coverage to avoid contact 2 but patient still isn't able to increase past 9 ma. Caller stated patient had some stomach stim. Caller stated patient had imaging at one point and leads were in perfect position but now questioned if maybe leads had migrated. The caller was not with the patient.